Event description:
It was reported by the pt that, " he underwent right total knee replacement surgery in 2003 and in 2005 he underwent left total knee replacement surgery. He also reported that, " the titanium pins in both baseplates broke bilaterally and he needs to have either partial or full revision surgeries."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested and if received will be provided on a supplemental report.